Manufacturer narrative:
Additional information was received that this complaint is no longer reportable per information received that is due to use error ( these ventilators were not kept plugged in to the power source when in storage.). No reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in battery failure. There was no patient involvement.